Manufacturer narrative:
B5 correction: the event description has been updated. Device codes have been changed to "activation problem". Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 06/05/2020. An investigation was conducted on 06/18/2020. Photographs were provide by the account. A photographic inspection was conducted. The delivery device was inside the loading device with the seal inside the loading device and the tension spring assembly and tail hanging outside the loading device. The cutter was observed to be intact, no visual defects observed in the photograph. A visual inspection was conducted. Signs of clinical use and specks of evidence of blood were observed on the delivery device. The delivery device was returned inside the loading device, but not in its normal position. The seal was observed inside the middle of the loading device window with the tension spring assembly and tail of the seal hanging outside the body of the loading device. The delivery device was removed from the loading device, with the seal and tension spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. No cracks or delamination was observed on the seal. The seal and tension spring assembly was observed to be intact, no visual defects were observed. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.195 in., the outer diameter was measured at 0.215 in. The length of the delivery tube was measured at 2.51 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the return condition of the device, the reported failure "activation problem" is not confirmed but confirmed for the analyzed failure "fitting problem".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was not deployed properly from the delivery device. The surgery was finished using a new product. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, using hst iii system (3.8mm). Separation after seal lodging, but the string is broken during the separation of the plunger, after the separation, the string was cut off during the separation of the plunger, and the surgery was finished using a new product. The hospital did not report any patient effects.